Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements a search of complaints within 90 days of the notified date revealed a complaint related to fluid leak and air detected in cassette alarm. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event of hernia which warranted surgical intervention. While there is no allegation or objective evidence indicating a liberty select cycler deficiency or malfunction caused the event. The pdrn stated the hernia was due to a weakening of the abdominal muscles from pd therapy. Therefore, the liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the existing hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures (1), and the surgical introduction of the pd catheter also increases the risk of hernia formation (2). Should additional information become available, this clinical investigation will be re-evaluated accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a hernia (umbilical or incisional) appear on an unspecified date in (B)(6) 2018. The hernia surgery took place on an unspecified date in (B)(6) 2018. The patient was on hemodialysis until (B)(6) 2018. Per the pdrn, the cause was weakened abdominal muscles related to pd therapy. The patient had a hernia repair on an unknown date prior to pd start date of (B)(6) 2017.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a umbilical hernia surgery on an unknown date. The pd registered nurse (pdrn) confirmed that the hernia surgery occurred prior to the scheduled (B)(6) 2019 surgery, it was on the same hernia site, and it was after the patient started pd therapy. Additional information has been requested and to this date a response has not been received.